Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the express remote monitoring network did not correctly display episode counters. The express report count showed zero episodes; however, there were three episodes in the ventricular tachycardia (vt) monitor zone documented as supraventricular tachycardia (svt) episodes. The network remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.